Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 28 mm stent delivery system catheter was returned for analysis. A visual examination of the stent identified damage. The first stent strut on the proximal end of the stent was lifted and pulled outwards. This type of damage is consistent with the device being withdrawn from a stenosed artery. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of damage. A visual and tactile examination of the hypotube found multiple kinks at various locations along the length of the hypotube shaft. This damage most likely occurred during handling of the device. A visual and tactile examination of the outer lumen identified at kink at 50 mm distal from the port bond. This damage most likely occurred as a result of handling the device. A visual and tactile examination of the mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22may2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 24mm, eccentric, de novo target lesion with a significant bend of >=90 degrees was located in the non-tortuous and non-calcified distal left anterior descending artery. Following pre-dilatation with a compliant maverick balloon catheter, a 2.75x28mm synergy ii drug-eluting stent was advanced but could not cross the lesion due to the severe bend involved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.